Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was a bit worried because the power consumption was very high. The physician noted that therapeutically, everything seemed fine. The stimulator was interrogated on (B)(6) 2019 and the ins was at 2.99 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who noted the comment about "power consumption [being] very high" was related to the battery level of the ins, but there was no problem. Rather, it was the subjective perception of the patient that the battery voltage decreases very quickly. However, this was not the case, but normal immediately after the ins change.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension; product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Alternating/changing impedances were discovered during ins replacement for eri. Impedances were normal prior to replacement. Impedances were okay when the header was wired, but after placing the new ins in the pocket and suturing the skin, it looked as though the cable had slipped back on the right side and two poles had no connection. The pocket was re-opened and the extensions were cleaned, dried, and reconnected several times. This resulted in errors on the left side, which could not be reproduced, but mainly on the right. Initially, the physician wanted to replace the right extension, but decided against it because "the flaw was not reproducible". There was no way to check the extensions, and since the left side contacts were all normal and right side had only contacts two and three that were abnormal, the physicians decided to leave the ins implanted. It was noted the rep recommended checking impedances regularly and to intervene in case of further irregularity. It was unknown what factors contributed to the event. The patient still had adequate therapy on the normal impedance contacts, per examination and interrogation on (B)(6) 2019, the ins was at 2.99 v, all monopolar impedances were normal, left side bipolar impedances were normal, right sided bipolar 3 versus 2 was "do not use". The hcp noted that stimulation worked, and they didn't have any concerns. No additional actions have been taken. No patient symptoms were reported.